Event description:
Caller reported an issue with the speaker and vibration function of their insulin pump, specifically that the vibration was not working. There was no adverse impact to the customer's blood glucose level. Technical support advised the caller to adjust settings and trigger an alert to diagnose the problem; however, the pump still failed to vibrate. Consequently, technical support decided to replace the pump. The caller was given instructions to return the faulty pump and to set up the replacement pump, including programming settings and connecting their continuous glucose monitor. The pump was still under warranty, and the customer planned to continue using the replacement for insulin therapy.